Event description:
The reporter called and alleged discrepant results on two patients when compared to a lab. The reported device result was 4.2 and 6.4 inr on patient one and 3.0 inr on patient two. The corresponding lab results reported were 2.9, 4.3, and 2.2 inr. The reporter believes medications may have been decreased based upon the lab result. The reporter declined product replacement.

Event description:
Pt on coumadin for atrial fibrillation. Other medication are inderval, advair and lopressor.